Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep reseated the sys interface circuit board and cleaned the touch screen led array. The sys was tested and operates as intended.

Event description:
The customer reported that the 9800 sys exhibited a touch screen failure warning message, and would not boot up. No pt injury was reported.